Event description:
Doctor was performing a laparoscopic cholecystectomy and the min on the footswitch wasn't working but the max was working fine. The doctor swapped the footswitch with another footswitch and completed the case with no patient consequence.